Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service. There was no patient information available at time of MDR filing.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient injury.